Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet and torn leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted without issue. After deployment of the second clip, it detached from the anterior mitral leaflet (aml) (single leaflet device attachment (slda)). The aml was noted to be torn. Per the physician, the slda was due to the torn leaflet. The procedure was completed at this time with the mr reduced to 1+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify a lot specific product issue. Based on the information reviewed, the single leaflet device attachment (slda) appears to be due to procedural conditions/operational circumstances. The reported tissue damage was an outcome of slda. The reported patient effect of tissue damage as listed in mitraclip ntr/xtr instructions for use (IFU) is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.